Manufacturer narrative:
(B)(4). Date sent: 4/22/2025. Photo summary: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows two reloads, one of them can be seen fully fired and the second reload has the stapler retainer placed, however, the photo does not provide enough evidence related to the event reported. Based on the photo reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2025 additional information was requested, and the following was obtained: were any staples delivered into the tissue at all?- half what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? ¿ not all staples was the staple line interrupted; staples not present/visible on any portion of the staple line? ¿ was visible is the current patient status known?- unknown was there any patient consequence or change in the post-operative care of the patient as a result of the event? - unknown.

Manufacturer narrative:
(B)(4). Date sent 3/31/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: were any staples delivered into the tissue at all? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device didn't staple properly.

Manufacturer narrative:
(B)(4) date sent 6/16/2025 corrected data d4: UDI#. Photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows two reloads, one of them can be seen fully fired and the second reload has the stapler retainer placed, however, the photo does not provide enough evidence related to the event reported based on the photo reviewed, the event described cannot be confirmed. As part of the ethicon endo-surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent 6/17/2025. D4 batch #872a79. Investigation summary- the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with no apparent damaged and the reload had the proximal 22 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The returned reload was tested with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 872a79, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 6/13/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.